Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range, high shock impedance for this tachy device and right ventricular (rv) lead system. The cause was not conclusively determined; however, the physician suspected a lead failure considering the age of the lead. The patient was scheduled for a lead revision. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed on the lead. The lead was severed 60 millimeters (mm) from the terminal pins and only the bifurcated terminal segment was returned. Setscrew marks were noted on the rate-sense terminal pins. The lead passed the continuity test. The clinical observation could not be confirmed by analysis as only a segment of the sensing portion of the lead was received. The segment, however, did pass electrical testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the right atrial (ra) lead was surgically abandoned. The tachy device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.